Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited pacing impedance of 3,000 ohms.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this transvenous implantable lead exhibited pacing impedance of 3,000 ohms. Invasive evaluation revealed a loose setscrew. When this was tightened, the impedance normalized. Subsequently, this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
This device is currently undergoing analysis. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.